Event description:
A customer reported after starting up the aia-2000 analyzer the ¿computer screen turns pink and unable to access the software¿. Technical support specialist (tss) instructed the customer to reboot the analyzer and the computer, but the issue persists. The analyzer is down. A field service engineer (fse) was dispatched to address the reported event which resulted in a delayed reporting of patient samples for alpha-fetoprotein (afp). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
A field service engineer (fse) was at the customer¿s site to address the reported event. Fse confirmed the complaint by turning the screen on and was able to reproduce the complaint. Fse resolved the complaint by replacing the entire computer system. The fse proactively installed a new printer because the customer was not using a tosoh printer. Fse repaired and validated the analyzer by successfully performing calibrations, quality control run without error and within published ranges. No further action required by field service. The aia-2000 analyzer is functioning as expected. A 13-month complaint history review and service history review for similar complaints was performed for the serial number (B)(4) from 17oct2021 through aware date 17nov2022. There were no similar complaints identified during the search period. The most probable cause of the reported event was due to the failure of the touch panel monitor.

Manufacturer narrative:
The touch panel monitor was returned to tosoh instrument service center for investigation. Functional testing was attempted and found the touch panel monitor screen turns pink unable to access the aia-2000 software, confirming the reported event was due to component failure caused by degradation of the touch panel monitor screen.